Event description:
Consumer stated that he ingested some of the product and it caused him to throw up. He was transferred to poison control and a rep there told him that he would be ok. No medical attention was sought for this condition.